Event description:
In 2004, a male patient underwent enteryx treatment for gerd (patient weight unknown). Following the procedure (event date unknown), the patient experienced odynophagia of moderate intensity and shortness of breath on exertion which were both resolved by the following month. In 2005, the patient began to experience mild odynophagia and lost approximately 12 lbs. According to the complainant, at the 30-month telephone follow-up, the patient's reported weight lost had stabilized as of early 2007. No further information is available for the patient.

Manufacturer narrative:
Other (shortness of breath, odynophagia) the device remains implanted in the patient; therefore, a device evaluation cannot be performed. Note: this product was removed from the global market in september 2005. Boston scientific corporation no longer produces the reported product.